Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that approximately three months post-implant, noise was observed and was being attributed to sub-optimal positioning of the electrode. No intervention was taken at that time. Approximately two years later, new information became available that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had their device and electrode explanted and replaced with a transvenous system due to noise. The device oversensed the noise and delivered a shock. There was concern over the placement of the products (as already mentioned previously with the electrode), in association with the patient's curved spine and a large amount of adipose tissue. The device appeared anterior and the electrode was not ideally placed in comparison to the patient's heart. There was noted to be a change in shock impedances since implant, from 92 to 150 ohms with a delivered shock. This may indicate that the device may have moved or adipose tissue may be a contributor. It was the patient's choice to have the s-ICD system replaced with a transvenous system due to her body habitus and curvature of the spine leading to difficulty at the initial implant of pain and laying flat. The explant procedure went well and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found electro-cautery damage in a few locations on the electrode. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately two years later, new information became available that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had their device and electrode explanted and replaced with a transvenous system due to noise. The device oversensed the noise and delivered a shock. There was concern over the placement of the products (as already mentioned previously with the electrode), in association with the patient's curved spine and a large amount of adipose tissue. The device appeared anterior and the electrode was not ideally placed in comparison to the patient's heart. There was noted to be a change in shock impedances since implant, from 92 to 150 ohms with a delivered shock. This may indicate that the device may have moved or adipose tissue may be a contributor. It was the patient's choice to have the s-ICD system replaced with a transvenous system due to her body habitus and curvature of the spine leading to difficulty at the initial implant of pain and laying flat. The explant procedure went well and no additional adverse patient effects were reported.